Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number is unknown. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during an unknown time in (B)(6) 2024, a leak was heard at connection site where dermatome tubing connects with tubing hooked to nitrogen source. Nitrogen shut off, nurse practitioner checked tubing and leak stopped. Nurse turned nitrogen back on and doctor tested dermatome. There was no note of patient impact or surgical delay. Due diligence is in process, no further information is available. There was no adverse event associated with this malfunction.